Manufacturer narrative:
Review of manufacturing records has not identified any pre-existing anomaly or non-conformity for lot numbers: 2017406, 2414111, 2010995, 21at2bb. A final report will be submitted as soon as the investigation is completed.

Event description:
Shoulder revision surgery occurred on (B)(6) 2026, due to a shoulder suspected infection. At the time of the revision, the implanted construct mainly consisted of the following components: smr cementless rev. Stem ø15 mm (part code 1308.15.154, lot. 2017406, ster. 2000404); smr humeral extension + 9 mm (part code 1352.15.001, lot. 2414111, ster. 2400141); smr reverse humeral body (part code 1352.15.010, lot. 2010995, ster. 2000240); smr reverse retentive liner +3 mm (part code 1361.50.815, lot. 21at2bb, ster. 2200132); djo glenosphere ø36 mm. The patient presented with a possible infection in the operative shoulder area. Surgeon decided to not remove the well-fixed implants and perform irrigation & debridement procedure before replacing the explanted components. Therefore, following the removal of the above-mentioned humeral extension, humeral body, liner and glenosphere, and the completion of the l&d procedure, the surgeon elected to revise the construct by increasing lateralization. Thus, during revision following components were implanted: reverse finned humeral body (part code 1352.15.050); extension for humeral reverse body (part code 1352.15.001); retentive liner +6mm (part code 1361.520.820); djo glenosphere dia. 36mm lat. +4mm. The joint was subsequently reduced and the procedure completed. Previous surgery was performed on (B)(6) 2024. Patient is female, date of birth on (B)(6) 1951. Event occurred in the united states.